Manufacturer narrative:
H.6. Investigation: a complaint of product spilling was received from the customer. A photo was provided to aid in the investigation of this defect. Through visual inspection the customer complaint was confirmed. It was observed that the persist spilled. A device history record review was completed by our quality engineer team for provided lot number 0092928. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. A root cause could not be determined because a sample was not returned for investigation. This is the first complaint for product spill on material 394910 & batch 0092928. H3 other text : see h.10.

Event description:
It was reported that the IV start pak w/persist, tegaderm experienced damaged or open unit packaging/seal where sterility was compromised. The following information was provided by the initial reporter: product spill. Material: 386170. Lot: 0092928. Quantity: 1 ea.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the IV start pak w/persist, tegaderm experienced damaged or open unit packaging/seal where sterility was compromised. The following information was provided by the initial reporter: product spill. Material: 386170. Lot: 0092928. Quantity: 1 ea.